Event description:
A malfunction alarm with the code malf 9 was reported, and the issue persisted even after a pump reset. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. Tandem technical support assisted the customer in resetting the pump, but since the issue reoccurred, they arranged for a replacement pump to be sent. Meanwhile, the customer was instructed to use multiple daily injections (mdi) as a backup therapy and was guided on how to put the pump into storage mode for return.